Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that during an angioplasty procedure via femoral access of a non-calcified lesion, the tip of the balloon was allegedly detached by a tissue fiber. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold dilatation catheter was returned for evaluation. Unraveled and frayed fibers were able to be observed on the returned balloon catheter. The balloon was still attached to the catheter. There were no other specific anomalies noted during the visual evaluation. No functional testing was performed due to the nature of the complaint. All the anomalies are noted on microscopic observation. The investigation was confirmed for both reported unraveled fibers and identified frayed fibers as the returned balloon was able to be observed with these anomalies. A definitive root cause for the reported unraveled fibers and identified frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via femoral access, the fibers were allegedly unraveled. There was no reported patient injury.